Event description:
The affiliate reported the customer alleged a large drop of clear fluid on the cap of the high control involving coulter act diff 2 analyzer. The fluid was not contained within the instrument. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) reported fluid appeared on the cap sample due to a valve issue. The fse replaced the valve at line vl8 (probe aspiration pathway) and the probe wipe. The instrument conformed to the manufacturer's published performance specifications. (B)(4).